Event description:
The patient was admitted to the hospital on (B)(6) 2026 due to the pd catheter (not a (B)(6) product) not working. The catheter was found to have omental wrapping. The catheter had to be pulled. The pdrn stated that she could not confirm if the patient was diagnosed with peritonitis. They do not have any documentation from the hospital. The doctor only reported the omental wrapping issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).